Event description:
The facility contacted baxter (B)(4) to report a y-type catheter extension set/male luer adapter that the "blue cap could not be removed, nurse could not get the cap off, and then got a replacement y type catheter extension set". The malfunction was reported to have occurred during infusion. There was no report of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample in an opened pouch was received for evaluation. Visual inspection was performed and no defects were observed. The tip protectors (blue cap) were tested for hand removal and with a torque meter and failed both tests - the tip protectors could not be removed. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review cannot be performed since there was no number provided.

Manufacturer narrative:
(B)(4). A follow-up will be submitted upon completion of the evaluation or should additional information become available.